Manufacturer narrative:
The device was returned for evaluation, upon return of the device, the evaluation confirmed the reported event of unable to work. The evaluation uncovered a no image with 180 scopes due to faulty ap and dr patient board. Additionally, the scope locking mechanism failed which caused poor connection with scopes and camera head. The faulty parts were replaced, and the software was updated to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii video system center was unable to work. Upon inspection and testing of the returned device, it was observed that there was no image with 180 scopes. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation presumed that the device was before the countermeasure by the design change of dr board of the patient board set, and caused the failure of dr board. This also causes the no image issue. Olympus will continue to monitor field performance of this device.